Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Should additional information be provided, a supplemental MDR will be submitted. Without a lot number a review of the manufacturing records is not possible. Adhesions are a known adherent risk of surgery and are identified in the instruction for use as a possible complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: on (B)(6) 2011 - the patient underwent the repair of a ventral hernia and was implanted with a bard ventralight st hernia patch. On (B)(6) 2011 - the patient presented to the ER with severe abdominal pain. He was diagnosed with a bowel obstruction and was admitted to the hospital for one day where he was treated conservatively with resolution of the bowel obstruction. On (B)(6) 2012 - the patient presented to the ER with severe abdominal pain. The patient was again diagnosed with a bowel obstruction as reported none of the doctors who examined him wanted to perform any additional surgery at that time. The patient traveled to another state to follow up with a gastroenterologist who then referred him to a general surgeon in the patient's area. On (B)(6) 2013 -the patient underwent an additional surgical procedure which included removing the ventralight st hernia patch. Per the contact, the surgeon found adhesions from the bowel to the patch and the surgeon had to remove and repair some of his bowel during the procedure. As reported the patient continues to experience abdominal pain and discomfort and has been told during multiple doctor visits he probably has more adhesions, however is not a candidate for any additional surgery to remove them at this time. The patient is not able to eat large amounts of food due to the risk for bowel obstruction.

Manufacturer narrative:
This is an addendum to the initial MDR as medical records have been provided. Review of the additional information did not identify a root cause. The medical records provided indicate that bowel was found to be adhered to the bottom of the mesh, however there is no way to determine in what manner the bard mesh may have caused or contributed to the adhered bowel and obstructions. It was initially reported that during the explant procedure a portion of the patient's bowel was removed. There is no indication in the information provided indicating that a portion of the bowel was removed. Additionally, the lab report for 04/02/2013 did not indicate any bowel was sent for pathology. Adhesions are listed in the adverse reaction section of the instructions for use, as a possible complication. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
The following was reported to davol: on (B)(6) 2011 - the patient underwent the repair of a ventral hernia and was implanted with a bard ventralight st hernia patch. On (B)(6) 2011 - the patient presented to the ER with severe abdominal pain. He was diagnosed with a bowel obstruction and was admitted to the hospital for one day where he was treated conservatively with resolution of the bowel obstruction. On (B)(6) 2012 - the patient presented to the ER with severe abdominal pain. The patient was again diagnosed with a bowel obstruction as reported none of the doctors who examined him wanted to perform any additional surgery at that time. The patient traveled to another state to follow up with a gastroenterologist who then referred him to a general surgeon in the patient¿s area. On (B)(6) 2013 -the patient underwent an additional surgical procedure which included removing the ventralight st hernia patch. Per the contact, the surgeon found adhesions from the bowel to the patch and the surgeon had to remove and repair some of his bowel during the procedure. As reported the patient continues to experience abdominal pain and discomfort and has been told during multiple doctor visits he probably has more adhesions, however is not a candidate for any additional surgery to remove them at this time. The patient is not able to eat large amounts of food due to the risk for bowel obstruction. Addendum based on medical records provided: on (B)(6) 2011 - the patient underwent a laparoscopic ventral hernia repair with implant of a bard ventralight st mesh. Per the implant operative report details, a suture was placed at the mid portion of the mesh and a second suture at the inferior aspect. The mesh was brought up to the midline by grasping the middle suture. Then a (non bard/davol) fixation device was used to circumferentially secure the mesh. The mesh lay nicely against the anterior abdominal wall. There was some bleeding on the left side with one of the non bard / davol fixation implants. Cautery and pressure controlled this. The vicryl positioning sutures were removed. The mesh covered from just below the umbilicus to the epigastrium. Seprafilm was placed internally in the abdomen and laid below the area where there was some bleeding as there was cautery in this area which could create some additional inflammatory reaction and potential adhesions. On (B)(6) 2013 - the patient underwent a 2 part procedure to remove the bard ventralight st mesh followed by abdominal wall reconstruction due to patient experiencing 2 previous bowel obstructions and chronic abdominal pain. Per the operative report details, ¿we opened through the mesh (ventralight st) and found bowel densely adhesed to the bottom of the mesh.¿ there was careful dissection that both allowed further opening of the midline wound and allowed dissection down the bowel off the mesh, being careful to work right on the mesh. The bowel was completely free and additional adhesions were freed. The operative report notes that this adhesed bowel was responsible for the bowel obstructions. A superficial serosal short tear was noted and closed with silk sutures.